Event description:
Customer reported that while pipetting on summit, it was noticed that no reagent or sample was delivered to the first row of a microwell plate. No error was generated by the summit. The service engineer replaced parts and verified proper operation. No death or serious injury was associated with this incident.